Event description:
The customer was unresponsive and the aid checked their blood glucose on the suspect device and obtained a result of 571 mg/dl. The aid called 911 and when the emt's arrived they checked their glucose and the level was 15 mg/dl. Pt was treated with a glucose IV. Controls were not used on the system.